Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tears noted on the mitral valve. It was reported that on (B)(6) 2018 three mitraclips were implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 2. Surgical mitral valve replacement was performed on (B)(6) 2018. During the surgery tears on the mitral valve were noted, but the three clips were found attached to the valve. It is unknown if the mitraclips caused/contributed to the mitral valve tears. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no report of a device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.